Event description:
Patient had a second resolute integrity drug eluting stent (3.50mm x 18mm) implanted proximal to previously deployed non mdt stents. The patient has been monitored at ICU with iabp. Date of the patient death due to cardiac failure was confirmed as 16 days later.

Manufacturer narrative:
Results: root cause of the event could not be determined. Death, stent thrombosis, myocardial infarction. Device or procedural images not provided for review. Conclusions: death, stent thrombosis, myocardial infarction. Root cause of the event could not be determined. (B)(4). Date of death unknown, patient was taken to hospital (B)(6) 2014.

Event description:
Patient presented with ami. Physician deployed 1 resolute integrity drug-eluting stent to treat thrombosis which developed in a non- medtronic bms device in the lad. Approximately 10 days later patient developed thrombotic occlusion in the lad which was treated with thrombuster and ptca balloon was inflated within the resolute integrity stent, flow recovered. Approximately 2 days later the patient was transferred to hospital and expired at unknown date with a root cause of myocardial infarction.